Event description:
Hill-rom received a complaint on one of its clinitron at-home air fluidized therapy beds alleged a pt used the side rail in attempting to turn herself in bed when it came out and struck her in the mouth, allegedly breaking a tooth. A hill-rom svc tech was dispatched to the residence and performed an investigation but found no problems with the side rail or latching mechanism.